Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was intact but the plunger case seal had popped out. A review of the event history log (ehl) evidenced multiple syringe flange sensor errors. The investigator was unable to replicate the customer reported problem. The flange operated as intended. The product problem occurred because of a user error. The syringe flange was loaded outside of the ear clip. This is why the errors showed up in the ehl. No real fault was found with the pump. The investigator replaced the ear clip and clip springs as a preventive measure. The pump subsequently passed all the functional tests.

Event description:
It was reported that the medfusion 3500 pump produced a syringe flange error. The pump was not recognizing that the syringe was in place. The set up could not be completed as a result. There was no patient involvement.